Event description:
Provider alleged sieve beds are saturated and per independent repair center statement the pvc tubs are saturated, the hose clamps leaks & tie wraps leak an the unit is red light alarming.